Event description:
Additional info received from MFR on 07/26/1999: the dialysis business,previously owned by organon teknika, has been sold to sorb technology, inc. Po drawer 1217, west point, ms 38773.